Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 280mg/dl. The customer was experiencing high glucose for the past weeks. The customer was treating his glucose with manual injections. Troubleshooting was performed. The time, date, and programming on the insulin pump were correct. Ran a fixed prime test and the insulin pump passed the test. No further info was provided.